Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion (70% stenosis degree) in a moderately tortuous segment of the lad. While making several attempts to approach the orisro mission to the lesion, resistance was felt within the guiding catheter. Upon removing the stent was found to be bent.